Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Analysis found that when the computer was installed in an imaging system, it failed functionality test. Os was corrupted at start up. Re-installation of os resolved the issue. System readied , imaging and image retrieval were successful. Analysis found that the reported event was related to a operating system issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. A medtronic representative went to the site to test the equipment. Testing revealed that the image acquisition system (ias) would not boot. Issue was do to software crashing on the ias computer. The computer was replaced and the system regained functionality. Systems checkout was performed and system was functioning as intended.

Event description:
Medtronic received information regarding an imaging system. It was reported that while outside of a procedure, the mobile view station (mvs) displayed the message, initializing please wait. Reconnected image acquisition system (ias) and mvs, and ensured the dongle was seated and rebooted multiple times, without resolution. There was no patient present when this issue was identified.